Event description:
It was reported a fitbone nail broke during treatment. The nail was explanted on (B)(6) 2026. Patient is reported as stable

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted. Warnings from the relevant instructions for use: failure to adhere to instructions regarding limited weight bearing (maximum of 20 kg) on the operated limb until the end of consolidation phase may result in nail or bone breakage and/or other related serious complications leading to the need for immediate additional medical treatment, reoperation, revision or extended care.